Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced respiratory difficulty during a trial procedure to place a surgical lead. The physician encountered difficulty placing the lead and patient was given more anesthesia. Patient was intubated and given oxygen and was then stabilized. Physician indicated the increased anesthesia is what led to the respiratory difficulty. The physician continued the procedure and placed the lead. Patient has another report for loss of sensory and motor function: MDR-(B)(4).